Event description:
It was reported that during a stenting treatment procedure, a deployment issue occurred. The procedure was a stenting of the superior vena cava. The wallstent-uni- endoprosthesis 14 x 60mm x 100cm was advanced to the lesion. During deployment the stent did not "open enough" and the delivery system caught on the stent. The physician manipulated the delivery system to free it from the stent and the stent position was lost. The procedure was completed with this device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).